Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/only partial piece of the coil was removed and cut and taken out of the patient's body") and uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus/migration of essure device location of device: uterus / migration") in an adult female patient who had essure (batch no. 932164/ref:ess 305-rl / 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fallopian tube spasm, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder since (B)(6) 2017 and adenomyosis since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), alopecia ("hair loss."), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vulva pain/cramp"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, fatigue, abdominal distension and back pain outcome was unknown and the nausea, dyspareunia, change of bowel habit, decreased appetite, alopecia, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: neither fallopian tube is obstructed most recent follow-up information incorporated above includes: on 20-jun-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: bladder problem, urinary disorders, migraines, headaches, nausea, dyspareunia, fatigue, change of bowel habit, bloating, loss of appetite, uterine perforation, hair loss, vulvovaginal pain, back pain, lower abdomen pain. Lot number 932164/ref:ess 305-rl / 12520255 added. Event outcome of dyspareunia, lower abdominal pain, vulvovaginal pain, hair loss, change of bowel habit, nausea ,loss of appetite updated to recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/only partial piece of the coil was removed and cut and taken out of the patient's body"), the first episode of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus/migration of essure device location of device: uterus / migration") and the second episode of uterine perforation ("mirena left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus") in an adult female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included fallopian tube spasm, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder since (B)(6) 2017 and adenomyosis since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), alopecia ("hair loss."), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), vulvovaginal pain ("vulva pain/cramp") and the second episode of uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. Mirena was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, fatigue, abdominal distension and back pain outcome was unknown and the nausea, dyspareunia, change of bowel habit, decreased appetite, alopecia, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vulvovaginal pain and the first episode of uterine perforation to be related to essure. The reporter provided no causality assessment for the second episode of uterine perforation with essure. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vulvovaginal pain and the first episode of uterine perforation with mirena. The reporter considered the second episode of uterine perforation to be related to mirena. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. 932164/ref:ess 305-rl / 12520255. As per medical records: she has a mirena iud that was inserted (B)(6) 2013 which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud is within the fundal aspect of the endometrium, however, the left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: neither fallopian tube is obstructed; on (B)(6) 2012: not occlude the right fallopian tube lot number:12520255 manufacture date: 2012/02 expiration date: 2014/08. Lot number:932164 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing/only partial piece of the coil was removed and cut and taken out of the patient's body"), the first episode of uterine perforation ("perforation (other) please describe and state the location of the perforation: uterus/migration of essure device location of device: uterus / migration") and the second episode of uterine perforation ("mirena left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus") in an adult female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included mirena intrauterine delivery system inserted. The patient's concurrent conditions included fallopian tube spasm, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder since (B)(6) 2017 and adenomyosis since (B)(6) 2017. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient had mirena inserted (intra-uterine) 52 mg, releasing product at 20 mcg/24hr continuously. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), the first episode of uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), alopecia ("hair loss."), abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), vulvovaginal pain ("vulva pain/cramp") and the second episode of uterine perforation (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. Mirena was removed on (B)(6) 2014. At the time of the report, the device breakage, pelvic pain, bladder disorder, urinary tract disorder, migraine, headache, fatigue, abdominal distension and back pain outcome was unknown and the nausea, dyspareunia, change of bowel habit, decreased appetite, alopecia, abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vulvovaginal pain and the first episode of uterine perforation to be related to essure. The reporter provided no causality assessment for the second episode of uterine perforation with essure. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, pelvic pain, urinary tract disorder, vulvovaginal pain and the first episode of uterine perforation with mirena. The reporter considered the second episode of uterine perforation to be related to mirena. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. 932164/ref:ess (B)(4). As per medical recdords: she has a mirena iud that was inserted (B)(6) 2013 which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud is within the fundal aspect of the endometrium, however, the left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: neither fallopian tube is obstructed; on (B)(6) 2012: not occlude the right fallopian tube. Most recent follow-up information incorporated above includes: on 20-jun-2018: correction done-suspect product mirena added. Event on mirena "uterine perforation" added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/only partial piece of the coil was removed and cut and taken out of the patient's body') and uterine perforation ('uterus perforation') in a 39-year-old female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included embedded iud (mirena, see linked # (B)(4)). Previously administered products included for birth control: oral contraceptive nos in 2011 and depot shot. Concurrent conditions included adenomyosis (severe) since (B)(6) 2017, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder since (B)(6) 2017, fallopian tube spasm, pelvic pain female, ovarian cyst, cesarean section, abdominal pain, post coital bleeding and stress incontinence. Concomitant products included levonorgestrel (mirena) from 13-nov-2013 to 17-nov-2014, nsaids, ranitidine hydrochloride (zantac) since 2017 and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced migraine ("migraines") and headache ("headaches"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of abdominal pain lower ("pain, lower abdominal pain") and nausea ("nausea"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), urinary tract disorder ("urinary problem"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), abdominal distension ("bloating"), decreased appetite ("loss of appetite"), alopecia ("hair loss."), the second episode of abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain") and vulvovaginal pain ("vulva pain/cramp"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, bladder disorder, urinary tract disorder, migraine, headache, fatigue, abdominal distension and back pain outcome was unknown and the nausea, dyspareunia, change of bowel habit, decreased appetite, alopecia, the last episode of abdominal pain lower and vulvovaginal pain had resolved. The reporter considered abdominal distension, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, urinary tract disorder, uterine perforation, vulvovaginal pain, the first episode of abdominal pain lower and the second episode of abdominal pain lower to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. Per medical records: she has a mirena iud that was inserted (B)(6) 2013 (see linked # (B)(4)) which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud was within the fundal aspect of the endometrium, but the left t -arm appeared perforating into myometrial area on patient's left side neat cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Ultrasound appears to be the hyperechoic area in the left fundal aspect most consistent with essure coil, but once the iud was removed they visualized coil in lower uterine segment near the cervical os that was not visualized prior due to the iud. She had a known essure coil in the uterus from a failed essure tubal attempt. Patient had not been on any form of birth control for a long time. Complications from essure removal procedure was that the device was too close to bladder so they had to maneuver the bladder and she may experience weakening of the bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no fallopian tube is obstructed; on (B)(6) 2012: right fallopian tube not occluded. Lot number:12520255. Manufacture date: 2012/02. Expiration date: 2014/08. Lot number:932164. Manufacture date: 2011/12. Expiration date: 2014/12. Most recent follow-up information incorporated above includes: on (B)(6) 2020: stop date of essure was changed to (B)(6) 2017 (prev: (B)(6) 2017). Start date of events lower abdominal pain, uterine perforation added: 2016. Patient received concomitant drug zantac. Patient received contraceptives in the past. Mirena case (embedment) was reported in linked record # (B)(4). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/ only partial piece of the coil was removed and cut and taken out of the patient's body') and uterine perforation ('uterus perforation') in a 34-year-old female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included embedded iud (mirena left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus; see linked # (B)(6)). Previously administered products included for birth control: oral contraceptive nos in 2011 and depot shot. Concurrent conditions included adenomyosis (severe) since (B)(6) 2017, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder (heart abnormalities) since (B)(6) 2017, fallopian tube spasm, pelvic pain female, ovarian cyst, cesarean section, abdominal pain, post coital bleeding and stress incontinence. Concomitant products included levonorgestrel (mirena) from 13-nov-2013 to 17-nov-2014, nsaids, ranitidine hydrochloride (zantac) since 2017 and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain, lower abdominal pain") and nausea ("nausea"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), vulvovaginal pain ("vulva pain/cramp"), abdominal distension ("bloating"), back pain ("lower back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), decreased appetite ("loss of appetite") and alopecia ("hair loss."). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, abdominal distension, back pain, headache, migraine, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the abdominal pain lower, dyspareunia, vulvovaginal pain, nausea, change of bowel habit, decreased appetite and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, urinary tract disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. Per medical records: she has a mirena iud that was inserted (B)(6) 2013 (see linked # 2020-136063) which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud was within the fundal aspect of the endometrium, but the left t -arm appeared perforating into myometrial area on patient's left side neat cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Ultrasound appears to be the hyperechoic area in the left fundal aspect most consistant with essure coil, but once the iud was removed they visualized coil in lower uterine segment near the cervical os that was not visualized prior due to the iud. She had a known essure coil in the uterus from a failed essure tubal attempt. Patient had not been on any form of birth control for a long time. Complications from essure removal procedure was that the device was too close to bladder so they had to maneuver the bladder and she may experience weakening of the bladder diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-jul-2012: no fallopian tube is obstructed; on 12-oct-2012: right fallopian tube not occluded, left tube occluded. Lot number:12520255 manufacture date: 2012/02 expiration date: 2014/08. Lot number:932164 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jul-2020: quality safety evaluation of ptc. We received a lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/ only partial piece of the coil was removed and cut and taken out of the patient's body') and uterine perforation ('uterus perforation') in a 34-year-old female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included embedded iud (mirena left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus; see linked # (B)(4)). Previously administered products included for birth control: oral contraceptive nos in 2011 and depot shot. Concurrent conditions included adenomyosis (severe) since (B)(6) 2017, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder (heart abnormalities) since (B)(6) 2017, fallopian tube spasm, pelvic pain female, ovarian cyst, cesarean section, abdominal pain, post coital bleeding and stress incontinence. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014, nsaids, ranitidine hydrochloride (zantac) since 2017 and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain, lower abdominal pain") and nausea ("nausea"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal pain ("vulva pain / cramp"), abdominal distension ("bloating"), back pain ("lower back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), decreased appetite ("loss of appetite") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, abdominal distension, back pain, headache, migraine, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the abdominal pain lower, dyspareunia, vulvovaginal pain, nausea, change of bowel habit, decreased appetite and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, fatigue, headache, migraine, nausea, urinary tract disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. Per medical records: she has a mirena iud that was inserted (B)(6) 2013 (see linked # (B)(4)) which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud was within the fundal aspect of the endometrium, but the left t -arm appeared perforating into myometrial area on patient's left side neat cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Ultrasound appears to be the hyperechoic area in the left fundal aspect most consistant with essure coil, but once the iud was removed they visualized coil in lower uterine segment near the cervical os that was not visualized prior due to the iud. She had a known essure coil in the uterus from a failed essure tubal attempt. Patient had not been on any form of birth control for a long time. Complications from essure removal procedure was that the device was too close to bladder so they had to maneuver the bladder and she may experience weakening of the bladder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no fallopian tube is obstructed; on (B)(6) 2012: right fallopian tube not occluded, left tube occluded. Lot number:12520255, manufacture date: 2012/02, expiration date: 2014/08. Lot number:932164, manufacture date: 2011/12, expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jul-2020: quality safety evaluation of ptc. We received a lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracturing/ only partial piece of the coil was removed and cut and taken out of the patient's body'), uterine perforation ('uterus perforation') and embedded device ('embedded to her c section scar / one embedded to her uterus') in a 34-year-old female patient who had essure (batch no. 932164, 12520255) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included embedded iud (mirena left t -arm appears to be perforating into the myometrial area on the patient's left side neat the cornu of the uterus; see linked # 2020-136063). Previously administered products included for birth control: oral contraceptive nos in 2011 and depot shot. Concurrent conditions included adenomyosis (severe) since (B)(6) 2017, anemia since (B)(6) 2017, arthritis since (B)(6) 2017, depression since (B)(6) 2017, gastroesophageal reflux disease since (B)(6) 2017, cardiac disorder (heart abnormalities) since (B)(6) 2017, fallopian tube spasm, pelvic pain female, ovarian cyst, cesarean section, abdominal pain, post coital bleeding and stress incontinence. Concomitant products included levonorgestrel (mirena) from (B)(6) 2013 to (B)(6) 2014, nsaids, ranitidine hydrochloride (zantac) since 2017 and tramadol. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced headache ("headaches") and migraine ("migraines"). In 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain, lower abdominal pain, cramping") and nausea ("nausea"). On (B)(6) 2017, the patient experienced bladder disorder ("bladder problem"), 5 years 1 month after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vulvovaginal pain ("vulva pain / cramp"), abdominal distension ("bloating"), back pain ("lower back pain, severe back pain"), urinary tract disorder ("urinary problem"), fatigue ("fatigue"), change of bowel habit ("change of bowel habit"), decreased appetite ("loss of appetite") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy (full) and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, embedded device, abdominal distension, back pain, headache, migraine, bladder disorder, urinary tract disorder and fatigue outcome was unknown and the abdominal pain lower, dyspareunia, vulvovaginal pain, nausea, change of bowel habit, decreased appetite and alopecia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bladder disorder, change of bowel habit, decreased appetite, device breakage, dyspareunia, embedded device, fatigue, headache, migraine, nausea, urinary tract disorder, uterine perforation and vulvovaginal pain to be related to essure. The reporter commented: there is discrepancy in product start date earlier it was given (B)(6) 2012 and in recent fu it was given (B)(6) 2012. Per medical records: she has a mirena iud that was inserted (B)(6) 2013 (see linked # 2020-136063) which on hsg test 3 month after essure procedure the coil was visualized in the left tube but flow was noted through both tubes. Ultrasound showed the iud was within the fundal aspect of the endometrium, but the left t -arm appeared perforating into myometrial area on patient's left side neat cornu of the uterus. Patient opted for mirena removal. The speculum was inserted, strings were grasped and the mirena was removed without difficulty. Ultrasound appears to be the hyperechoic area in the left fundal aspect most consistent with essure coil, but once the iud was removed they visualized coil in lower uterine segment near the cervical os that was not visualized prior due to the iud. She had a known essure coil in the uterus from a failed essure tubal attempt. Patient had not been on any form of birth control for a long time. Complications from essure removal procedure was that the device was too close to bladder so they had to maneuver the bladder and she may experience weakening of the bladder. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: no fallopian tube is obstructed; on (B)(6) 2012: right fallopian tube not occluded, left tube occluded. Lot number:12520255 manufacture date: 2012/02 expiration date: 2014/08. Lot number:932164 manufacture date: 2011/12 expiration date: 2014/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-oct-2020: social media received event "embedded to her c section scar" was added. We received a lot numbers in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing") and device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation and pelvic pain outcome was unknown. The reporter considered device breakage, device dislocation and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.